Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Unable to verify low battery life and button keypad anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was completely dead and the keypad buttons are not responsive. Customer changed the battery but the problem persists. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.